Event description:
It was reported that the patient had a revision in 2006 to redo the leads. The patient needed another laminectomy and they called it a revision. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748966, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3550-09, lot # lb7589, implanted: (B)(6) 2003, product type accessory; product ID 3487a-33, lot # j0343655v, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type lead. (B)(4).